Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there was a crack in the monofocal lens was noticed. Additional information has been requested and received stated that lens was cracked upon insertion.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated that there was a patient contact, and the procedure completed the same day, the replacement lens was not used to complete the surgery. As per surgeon opinion the lens may have been loaded early, there was no patient harm and the surgeon prognosis was good, the patient was not hospitalized. Additional information was received stated that the crack was noted after insertion, and the lens was remained implanted. No further information available.

Manufacturer narrative:
Reporter states: the quality of the lens did not cause or contribute to the event indicating ¿lens may have been loaded too early". The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as it was reported via reply card that in surgeon's opinion, user (hcp) handling caused/ contributed to the event. Based on this information, the product did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).